Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The other two proglide devices referenced are filed under separate medwatch report numbers. Evaluation summary: the device was returned and the reported cuff miss/suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported cuff miss/suture retrieval issue and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in the calcified left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, a cuff miss occurred. A second proglide device was used and a suture break occurred. A third proglide was used and a cuff miss occurred. The sutures of two additional proglide devices were used and the sutures were successfully placed prior to the evar procedure. The sheath was upsized to a 14f or 16f sheath and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.